Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level under 70 mg/dl which resulted in loss of consciousness, cause was unknown. Reportedly, the customer required assistance from contact to address bg level with carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.